Event description:
Doctor implanted the mesh on (B)(6) 2006 and it was noted on (B)(6), at the post procedure pt check up that part of the material eroded through the vaginal wall. Distributor was made aware of this on (B)(4) who notified proxy biomedical on (B)(4) 2006.

Manufacturer narrative:
Conclusion: exposure of mesh can occur for a variety of reasons, such as inadequate mucosal closure, atrophic vaginal skin or post operative trauma. These sometimes close with time and estrogen therapy. Lot #: c000093.